Event description:
The customer reported incidents of tass that have been reported to her. All cases have been confirmed by the surgeons involved. The customer stated the events have been occurring since 2007, but the cases were never reported to alcon. The customer stated that at the end of each case, each handpiece port is flushed with 30-40cc of sterile water. The company consumer affairs analyst advised her that the staff is not following the directions for use (dfu) for the handpieces (120cc of sterile or distilled water in each port immediately following surgery). The customer further stated that at the end of the day, the handpieces are transported to central sterilization (eye instruments/handpieces are not mixed with other instruments) where they are hand washed with a detergent and that the detergent is diluted per manufacturer's recommendations. She stated that the detergent is not used in the handpiece ports. Each port is then flushed with 120cc of sterile water and air blown until dry. No lubricants are used on the handpieces. The customer confirmed that their autoclave performance/function and their water quality are checked on a prescribed time schedule and they have always checked out fine. The handpieces are flash sterilized at 270 degrees for 10 minutes between cases. They do re-use the phaco tips 5 times each; the phaco tip is a single use device. They mark the wrench each time it is sterilized and discard after the 5th use. The customer said that they have never had an issue with cloudy/particulates bss and that they use a filtered needle to add epinephrine to the bss. The customer requested a site visit from an independent nurse consultant to assist in identifying the possible causes of tass. This report is one of six reports associated with this event.

Manufacturer narrative:
The independent nurse consultant completed her visit in 2009. The customer was advised that alcon does not recommend re-using a single use device. A copy of the directions for use for the phaco handpiece and a copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" were sent to the customer. The nurse consultant identified several potential sources of tass from cleaning and handling protocol including inadequate manual cleaning of instrumentation and deviating from phaco handpiece dfu. The facility uses enzymatic cleaner in the instrument cleaning process and it is unclear if it is neutralized or appropriately removed of residuals, as recommended in the phaco handpiece dfu. The facility uses a sani-cloth to wipe the outside of the phaco handpiece and cord. Chemicals on the cloth used to wipe the handpiece could be transferred from the handpiece to other instruments. The facility has previously used a washer/sterilizer to clean instruments. Detergent or enzymatic cleaner or instrument lubricant may leave residuals. There is the possibility of bacterial growth on instruments and in lumens on trays left overnight without terminal sterilization. The facility re-uses single use items, against what is recommended on package labeling, operator's manual, and dfu. The facility places betadine on the eye at the end of the procedure. Betadine is not indicated for intraocular use, and may potentially leak through the incision. The facility uses preserved eye drops or ointment at the end of the procedure. Preservatives have been identified as a potential cause of tass, as per the ascrs/asorn tass task force recommendations. The site visit report has been submitted to the facility by the nurse consultant. A review of complaints for the last 24 months did not indicate any additional related reports for this system or handpiece. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, under leadership of a dr, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. This report was mailed to FDA on: 09/30/2009.